Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation due to lead dislodgements. The right atrial (ra) lead had dislodged into the superior vena cava (svc). The lead appeared to have been sutured on the lead and not the suture sleeve. The lead was attempted to be revised but the helix had difficulty retracting. The lead was removed and a new lead was implanted. It was further reported that after the new ra lead was implanted for two days, it had dislodged. The physician decided to remove the lead and implant a new ra lead. It was further reported that the right ventricular (rv) lead had dislodged into the svc. The lead was revised and repositioned. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. There was blood on the proximal conductor of the lead and it was not obstructed. There was blood on the distal conductor. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a tear. Visual analysis of the lead indicated apparent explant damage. The analyst noted that visual inspection found the outer insulation extrinsically breached and that allows blood enters in lead. There was dried blood on the distal connector pin. Dried blood and tissue on helix and sleevehead were observed. Because the dried blood on connector pin and on sleevehead prevent to turn the is-1 pin, stylet insertion test was performed to find out if there is coil lumen damage that may prevent torque transfer to helix. The stylet passed through the coil lumen without obstruction, this result indicated that there was no distal conductor distortion, no blood obstruct inside the coil lumen, and no inner insulation buckling. The helix will not extend because dried blood obstructed on the distal connector pin and on sleevehead. This is not a lead performance failure. If information is provided in the future, a supplemental report will be issued.